Event description:
It was reported that a spectrum pump had an improper shutdown. The event occurred in the pediatric emergency area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shutdown occurred. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined the battery pins being depressed due to dried fluids. The pins require cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.